Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and oversensing were noted on the right atrial (ra) lead during device follow up. It was also noted that during the implant procedure of the lead difficulty with venous access was encountered. The physician elected to explant and replace the lead. No further patient complications have been reported as a result of this event.